Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line), this system error occurred during drain 1. The technical service representative (tsr) assisted the home patient (hp) to cycle power and a system error 2367 alarmed. The tsr advised the hp to disconnect then and restart the setup with all new supplies. The patient was involved but there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. The problem was not confirmed and the cause was undetermined.